Event description:
Workers where transferring resident with assist of two in the hoyer presence lift. The resident was in the proper sling and he was raised approx 4 feet from the floor - buttocks to floor. The resident fell to the floor still in the lift pad that was attached to the six point hanger bar. The bolt approx 5/8 inch had sheared off at the base of the sling arm and the scale. The resident fell to the floor, landing on his mid back and buttock.